Event description:
It was reported that pump malfunction occurred with displayed malfunction code, and no notable events occurred before malfunction. There was no adverse impact to the customer¿s blood glucose level. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy.